Event description:
A pt reported experiencing inaccurate low results with a fasttake meter. The pt's blood glucose results were 61mg/dl, 135mg/dl. Tests were done within < 10 minutes with a difference of 68mg/dl. Pt did not experience any adverse events. No further info has been reported.